Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead delivered a shock in sinus rhythm. When the device was interrogated a code 1005 related to an open circuit condition was observed. This code is also related to high, out of range shock impedances. The battery capacity had been depleted. At this time the ICD has been explanted and the rv lead was surgically abandoned at a surgical intervention. The ICD has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead delivered a shock in sinus rhythm. When the device was interrogated a code 1005 related to an open circuit condition was observed. This code is also related to high, out of range shock impedances. The battery capacity had been depleted. At this time the ICD has been explanted and the rv lead was surgically abandoned at a surgical intervention. The ICD has been returned for analysis. No additional adverse patient effects were reported.